Event description:
Customer reported being hospitalized for low bg. Perceived cause of low bg was their virus and incorrect programming in pump. Customer stated that md reprogrammed their pump when customer was hospitalized.